Event description:
It was reported that during a lap sigmoid resection, the cartridge could not be loaded into an instrument, because the side of cartridge pan came off. The metal part did not fit the cartridge pan. Another cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results showed that one reload was received unfired, with the pan detached on the right proximal side. While no conclusion could be reached on what caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.